Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, and visual summary analysis of the lead indicated stretching. Concomitant medical products: stent graft, iexch182485, implanted: (B)(6) 2010; stent graft, af3416c155xh, implanted: (B)(6) 2010; stent graft, ilxch1616115, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that left ventricular lead dislodged when the physician was removing the catheter during the implant procedure. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.